Event description:
It was reported that this right atrial lead exhibited noise and farfield oversensing. Reprograming and continuing to monitor the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial lead exhibited noise and farfield oversensing. Reprograming and continuing to monitor the patient was discussed. This lead remains in service. No further adverse patient effects were reported.